Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported mx40 telemetry device speaker was not working. It was reported the device was not in clinical use.